Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital with sickness and dizziness. During the visit, the patient also experienced bradycardia and syncope. At this time the device was reprogrammed to ventricular pacing only. At a later date, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The physician alleged the symptoms were a result of the events observed at the follow-up. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. Rv lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the revision procedure.